Manufacturer narrative:
(B)(4). Investigation - a review of complaint history, device history record, documentation, drawings, instructions for use (IFU), manufacturing instructions and trends was conduced during the investigation. Stent was reported to have caused pain and was removed from the patient. Complaint device was not returned therefore, no physical examinations could be performed. A document based investigation evaluation was performed. The instructions for use contains the suggested instructions for endoscopic stent placement as well as cautions. Specifically, it suggests that ¿using a baseline pyelogram, estimate the proper stent length; add 1 cm to that estimated ureteral measurement. Accurate measurement enhances drainage efficiency and patient comfort¿if necessary, final adjustment can be made with endoscopic forceps.¿ a caution for this device is ¿individual variations of interaction between stents and the urinary system are unpredictable. Periodic evaluation via cystoscopic, radiographic, or ultrasonic means is suggested.¿ the device is manufactured per manufacturing instructions. A review of complaint history shows this is an isolated event for lot 5647355. Review of device history record shows no nonconforming events which could contribute to this failure mode. There is no evidence to suggest the product was not made to specifications. The evaluation results are inconclusive; the root cause of the customer's difficulty could not be confirmed. The appropriate internal personnel have been notified and we will continue to monitor for similar complaints.

Event description:
A patient was readmitted in a hospital due to pain and had the stent removed. Additional information was requested, however it was not provided at the time of this report.

Manufacturer narrative:
(B)(4) the event is currently under investigation.

Event description:
A patient was readmitted in a hospital due to pain and had the stent removed. Additional information was requested, however it was not provided at the time of this report.